Event description:
It was reported that the device failed the operation check. There was reportedly no patient involvement. The device was evaluated by the customer who decided to go with a 3rd party to repair the device. The customer did not provide repair details. Upon conclusion of the evaluation, it was determined that this was a malfunction of the device, however the customer requested third party service in order to return the device to full functionality which was completed. The device remains at the customer site and no further evaluation is warranted at this time.